Event description:
It was reported to philips that the exposure was not possible. The device was in clinical use at the time of reported event. No harm was reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the customer experienced the reported issue during the system was in clinical use and the ongoing procedure was completed as planned by using the fluoro. A philips field service engineer (fse) went onsite and confirmed the reported problem. The system logfile was checked and found that the exposure was not possible, image disk full. Further investigation revealed that the post result ippc image disk failed. To resolve the reported issue, the fse formatted and reseated the image disk while also reorganizing the disk array due to insufficient image hard disk storage space. After these repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.